Event description:
A 21 year old female, was originally implanted on july 6, 1995. Her system functioned normally and there were no reports of any problems over the next three years. On june 5, 1998, advanced bionics was notified by the implant center's audiologist that the patient had gone to the center for a device evaulation because she had begun to experience intermittent lock. While at the center, her external equipment was changed-out and several software programming changes were made in an attempt to resolve the problem. However, the problem continued. On june 26, 1998, a techinical specialist from advanced bionics went to the center to conduct additional testing on the patient's system. The results of that testing indicated that her internal device had malfunctioned. After consulting with engineers at advanced bionics about the situation, the decision was made to explant the device. Revision surgery took place on july 21, 1998. Pt was reimplanted with clarion.